Event description:
User called into emergency support program line to request and report issue during use intra aortic balloon (iab) unable to calibrate fiberoptic sensor, unable to update timing and had clotted inner lumen. There was no harm or injury reported.

Manufacturer narrative:
Due to character limitation, below field are added from e.1.: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.